Event description:
The user facility reported that the angio-seal footplate did not deploy for two devices that were used on the same patient during two separate procedures. Manual compression was applied, and the patient was ok. Common femoral artery (cfa) puncture for a renal embolization. Additional information was received on (B)(6) 2022: two angio-seal devices were used that had different lot numbers, one pulled out, so they used the second angio-seal which also pulled out so manual compression was applied. Additional information was received on (B)(6) 2022: the procedure for patient was a renal embolization. The procedure sheath was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were issues with deployment; the anchor would not deploy. The first angio-seal device was used and pulled out, manual compression was applied, and the patient was sent back to the high dependency unit. Patient condition was stable. Additional information was received on (B)(6) 2022: clarification for new information regarding manual compression that was applied in each related case. Two separate procedures were performed on the same patient. The first procedure was a common femoral artery (cfa) puncture for renal embolization, however the embolization attempt failed. Closure with angio-seal device failed, as the device pulled out. Manual compression applied. Patient sent to high dependency unit (hdu) for recovery and was doing well. At 3am this same patient started to bleed and was sent back to the catheterization lab for a second attempt at renal embolization, this time was successful. The interventional radiologist used the same vessel entry point that was used in the first procedure where the angio-seal was not deployed. Closure with another angio-seal was tried, and the anchor did not deploy. Manual compression was applied. There was no abnormal patient anatomy noted, and not a bariatric patient.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2022-00354.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6: investigation conclusion : 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).